Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a hip revision procedure due to elevated metal ion levels. During the procedure, all components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The device is reported to be available for evaluation; however, it has not been received by zimmer biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01452 / 01453).

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsuequently, a the patient was revised on (B)(6) 2016 due to elevated metal ion levels. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint, and dimensional analysis could not be completed due to dried liquid covering the articular surface. Scratches and indentations were noted on the device, but were most likely the result of instruments used during explantation of the device. A conclusive root cause of the event could not be determined.